Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Upon device interrogation, it was discovered that this was due to oversensing of myopotential noise. Technical services (ts) analyzed device episode data and found additional untreated episodes with oversensing and low amplitude r-waves. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Upon device interrogation, it was discovered that this was due to oversensing of myopotential noise. Technical services (ts) analyzed device episode data and found additional untreated episodes with oversensing and low amplitude r-waves. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, x-rays were performed. There were additional inappropriate shocks. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.